Event description:
The customer reported that the blood glucose was running high, despite numerous set changes. The customer reverted to manual injections. The blood glucose reading was 286 mg/dl. The customer stated that the drive support disk appeared normal and recessed and found no air bubbles or leaks. The customer reported that the insulin and site were fine. The customer did not have a tubing clamp available and was unable to perform a high pressure test. The customer also reported that the insulin pump did not seem to rewind all the way and made a grinding noise.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.